Event description:
It was reported that during the replacement procedure of this pacemaker for normal battery depletion, it was found that it was in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The patient did not provide consent for device return and analysis.

Event description:
It was reported that during the replacement procedure of this pacemaker for normal battery depletion, it was found that it was in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The patient did not provide consent for device return and analysis.